Event description:
End users caregiver states that the wheel severed from the frame and the back left wheel fell off, causing end user to fall. End user has scrapes and bruise on the right arm, no medical attention, just taken care of at home. Caregiver states that bruise is larger today.